Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. The complainant was unable to provide the suspect device upn and lot number. Therefore, the manufacture and expiration dates are unknown. Imdrf device code a0401 captures the reportable event of stent break.

Event description:
It was reported to boston scientific corporation that an advanix- naviflex biliary stent was to be used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on an unknown date. During preparation, the distal side of the stent was found separated. The procedure was completed using another of the same device. There was no patient injury reported due to this event.